Event description:
It was reported by customer that upon hooking the medication up, rn noticed leaking at the hook-up site. Attempted to reconnect and still noticed leaking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.